Event description:
It was reported by the customer that the display on their insulin pump is blank. Customer's blood glucose level at the time 341mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Insulin pump received with currents in specification. No blank display. No damage on lcd board. Insulin pump received with scratches lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.